Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation and the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization practices (cds) of the subject device where the detergent used for pre-cleaning is enzynex. The device is manually processed with an alby medical cleaning brush (ref. (B)(4)), anioxyde 1000 disinfectant, and enzynex detergent. The device is processed is not processed in an automatic endoscopic reprocessor. The device is stored horizontally in a simple cabinet without drying function. Olympus is the maintenance provider of the subject device. The device was sterilized daily/ per procedure utilizing a cold anios washing bench.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis indicated a non-conforming result. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, after a microbiological routine control on the uretero-reno videoscope, the user detected an unexpected filamentous fungi contamination during reprocessing. There were no reports of patient harm or any contamination associated with this event.